Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly,there was an issue with the insertion of prodense. Although all steps of the manual where followed precisely, there were difficulties getting enough prodense into the syringe (like 7cc out of a 15cc batch). Therefore the void in the femoral head wasn't filled sufficiently. There was a slight delay due to the error.